Event description:
This is a spontaneous case report received from a nurse in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number d30803. Essure insert broke at introduction in ostium. The event occurred in the operating theatre during insertion. According to health care professional, it was impossible to continue the procedure; insert was removed and bilateral insertion was performed with another device. There was no cause related to the patient that could explain the event. No further information was provided. Follow-up information received on 25-jan-2016 new reporter was added. Distal extremity of the insert broke during insertion (event term was updated). The instructions in the IFU were followed. Essure insert was removed on (B)(6) 2016 (stop date of event was added) via hysteroscopy. The broken pieces were retrieved and were thrown out. No patient's injury was noticed. No further information was expected to be provided. Follow-up received on 03-feb-2016: nca number was received: 201601613. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, essure insert broke at introduction in ostium. Bilateral placement was achieved with another device. No patient's injury was noticed. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected. No further information was expected to be provided.

Manufacturer narrative:
Quality safety evaluation received on 23-jun-2016: ptc global number (B)(4). Lot number d30803, manufacturing date 10-nov-2014, expiration date 28-nov-2017. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed. User attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package no CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar adverse event cases are not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) female patient who had essure (fallopian tube occlusion insert) inserted. During the procedure, essure insert broke at introduction in ostium. Bilateral placement was achieved with another device. No patient's injury was noticed. This event was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar adverse event cases are not applicable. No further information was expected to be provided.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.